Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient had a regular monthly visit with her diabetic educator and was accompanied by her husband. The patient was confused about her readings and did not know how to treat her low blood sugar. The patient was having symptoms of sweating, shaking and memory problems. The educator provided the patient orange juice and checked her bg readings but the patient could not remember what the values were on the bg meter and cgm. The educator removed the sensor and sent the patient to the emergency room for observation. The patient felt better and went home the same day. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.